Event description:
Suction irrigator attachment was very loose and did not connect correctly. Staff attempted to tape closed but would leak too much. Opened another and it was also defective and found to be from the same lot number. A third was opened, but from a different lot number and it worked fine.======================manufacturer response for (B) (6), strykeflow ii (per site reporter)======================manufacturer provided rga# for product return evaluation.